Manufacturer narrative:
A replacement power supply was sent to the customer. As of the date of this report the original device has not been returned. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir (B)(4).

Event description:
On (B)(6) 2016, the customer reported to a medela customer service representative that the power adapter for her pump in style breast pump was dropped and the housing came apart exposing the inner electronics.